Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The customer was initially unable to reset the pump due to a lack of accessible charging supplies but intended to complete the reset once they were available. Subsequently, after a follow-up call, it was confirmed that the malfunction code no longer appeared after the reset.